Event description:
The customer reported that the system was freezing up (locking up). There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, cine drive and cine bridge were replaced, and the system software was reloaded. The system was then found to be operating as intended.